Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the patient suspected the implantable pulse generator (ipg) wasn't working and had migrated. It was also noted that the right ventricular (rv) his lead exhibited high thresholds and chronically low r waves. The ipg and rv his lead remains in use. No further patient complications have been reported as a result of this event.